Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent dislodged. The stenosed target lesion was located in a mid right coronary artery. A synergy coronary drug-eluting stent was advanced for treatment. However, when the device was tried to deliver, it was caught on the stent on the previously placed stent. The stent fell off the balloon and was floating inside the patient's body. A balloon was inserted through the stent and finally, it was deployed and was fully apposed to the vessel wall. The procedure was completed with no patient complications reported.